Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was hospitalized because customer was attacked. Customer's blood glucose level was 342 mg/dl. It also stated that customer was wearing insulin pump while hospitalization. Customer's blood glucose level while admitting in hospital was unknown and customer declined troubleshoot for their blood glucose level's. The customer was advised to discontinue use of pump and the pump will need to be replaced. The replacement pump will sent to the customer and customer was agreed to return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to damaged lcd glass. Pump was received with burnt case, burnt all buttons keypad overlay, minor scratched lcd window and cracked reservoir tube lip.